Manufacturer narrative:
(B)(4). Based on the investigation, it was found that the discoloration on the returned sample was confirmed. It was reported that "four (4) devices showed moisture inside the packaging and a moisture discoloration like a coating." As two different failure modes were reported with the complaint description and a review of complaint history revealed that the complaint failure modes deemed as reportable, four (4) complaints were logged per failure mode. The following are the mdrs for each complaint file: 8040412-2023-00305; 8040412-2023-00310; 8040412-2023-00311; 8040412-2023-00312; 8040412-2023-00313. One sample was returned to the manufacturing facility for investigation. Upon visual examination on the returned sample, it was identified that the product inside had already been discolored. The base web (paper) had slight changes from whitish to yellowish and there is no damage to the packaging. A device history record review was performed, and no relevant findings were identified. Judging from the sample condition, there is a possibility of product exposed to extreme light or heat or hot temperature within a prolonged period. Escalated investigation was initiated within teleflex's quality system to further investigate to determine root cause. The investigation is ongoing, when complete a follow-up report will be submitted. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "four (4) devices showed moisture inside the packaging and a moisture discoloration like a coating". No patient involvement.

Manufacturer narrative:
Qn#:(B)(4).

Event description:
It was reported that "four (4) devices showed moisture inside the packaging and a moisture discoloration like a coating". No patient involvement.